Event description:
During a standard inspection of a customer returned asset, it was noted the nozzle on the evis exera iii gastrointestinal videoscope had foreign material due to insufficient or incorrect reprocessing. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
Additional issues were found during the device evaluation. The bending section cover adhesive was worn out. The switch rubber fell off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.